Manufacturer narrative:
The investigation determined that the qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient tested on a cobas 8000 e 801 module. The initial hcg result was 0.200 iu/l and was reported outside of the laboratory. The patient was suspected of being pregnant. The physician requested two urine samples tested outside of the laboratory and the results were positive pregnancy tests. The physician requested that the initial sample be repeated and the repeat hcg result was 4949 iu/l. The hcg reagent lot number was 385896 with an expiration date of 31-may-2020.